Manufacturer narrative:
(B)(4): there were no issues noted in the manufacturing or the quality inspection for this product. A photograph was provided of the tray showing the lot number and expiration date but did not capture the open box as reported. No failure mode could be confirmed through picture analysis and a root cause could not be determined therefore no actions will be taken.

Event description:
Material no: 50-7050; batch no: 0001363721. It was reported that: it was noticed that a box was open, received open. A second kit was used to perform the procedure. The second kit was the same lot #. Prior to procedure during set up martine noticed that the kit was already [opened] and a second kit had to be opened to perform the procedure dr deschenes was the implanting dr. 22-oct-2020- sales rep confirmed the customer no longer has the item in question, just the photo of the packaging. Sale rep also confirmed customer not requiring an investigation summary (closure letter) to be sent this time. They just wanted us to be made aware if the issue. Rep has also ordered the replacement and set up shipment for one replacement tray.

Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: 50-7050, batch no: 0001363721. It was reported that: it was noticed that a box was open, received open. A second kit was used to perform the procedure. The second kit was the same lot #. Prior to procedure during set up (B)(6) noticed that the kit was already [opened] and a second kit had to be opened to perform the procedure dr (B)(6) was the implanting dr. On 22-oct-2020 - sales rep confirmed the customer no longer has the item in question, just the photo of the packaging. Sale rep also confirmed customer not requiring an investigation summary (closure letter) to be sent this time. They just wanted us to be made aware if the issue. Rep has also ordered the replacement and set up shipment for one replacement tray.